Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator was in back-up. The device was not used. There was no patient involved.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. The device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested. The device functionality was found to be normal. A parity error was seen to be the cause of the bvvi. The reset could not be reproduced in the lab; hence the root cause of the error remains undetermined.